Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced minor tissue damage. The guidewire was left in the left atrium (la) when the farawave and faradrive sheath were pulled into the right atrium (ra), and when mapping was completed, the guidewire was returned to the la and got stuck. When it was removed outside the body adhesions were found on the guidewire, and the adhesions were submitted to the hospital for pathology testing. The guidewire was replaced, and the procedure was completed successfully. Pathology testing after the procedure determined that the adhesion was a calcified blood vessel. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced minor tissue damage. The guidewire was left in the left atrium (la) when the farawave and faradrive sheath were pulled into the right atrium (ra), and when mapping was completed, the guidewire was returned to the la and got stuck. When it was removed outside the body adhesions were found on the guidewire, and the adhesions were submitted to the hospital for pathology testing. The guidewire was replaced, and the procedure was completed successfully. Pathology testing after the procedure determined that the adhesion was a calcified blood vessel. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection and functional testing. The returned catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. No outer abnormalities were observed. The catheter returned without a guidewire inserted. No evidence of tissue was present on the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The reported clinical observations were not confirmed by the analysis results. Correction to the initial MDR in block(s) d4 and g1.